Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: during testing, it was observed that the battery compartment was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 08-nov-2017.